Manufacturer narrative:
The philips remote service engineer (rse) spoke to the customer biomed and determined that the speaker assembly in the mx430 patient monitor would need to be replaced. Replacement parts were ordered and shipped to the customer site. The customer was taking responsibility for replacing the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.